Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer lip ring was totally broken. The customer stated that the reservoir did lock into place. Customer stated the bleeding upon insertion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.